Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of dysmenorrhoea ('dysmenorrhea') in a 36-year-old female patient who had essure (batch no. D31446) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia") and device intolerance ("syndrome of intolerance to essure implants ( not specified)"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy and ovarian conservation). Essure was removed on (B)(6) 2017. At the time of the report, the dysmenorrhoea, menorrhagia and device intolerance outcome was unknown. The reporter considered device intolerance, dysmenorrhoea and menorrhagia to be related to essure. The reporter commented: essure was not available for investigation. No information concerning course of symptoms. Device similar incident listing (dsil) comment the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2019 for the following meddra preferred term: dysmenorrhoea analysis in the global safety database revealed 371 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Dsil end. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2019: quality safety evaluation of ptc. We received the lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of dysmenorrhoea ('dysmenorrhea') in a (B)(6) female patient who had essure (batch no. D31446) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia") and device intolerance ("syndrome of intolerance to essure implants ( not specified)"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy and ovarian conservation). Essure was removed on (B)(6) 2017. At the time of the report, the dysmenorrhoea, menorrhagia and device intolerance outcome was unknown. The reporter considered device intolerance, dysmenorrhoea and menorrhagia to be related to essure. The reporter commented: essure was not available for investigation. No information concerning course of symptoms. Device similar incident listing (dsil) comment the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2019 for the following meddra preferred term: dysmenorrhoea analysis in the global safety database revealed 374 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Dsil end. We received the lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.